Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapy. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent, and requiring hospitalization. It was unknown whether remedial treatment was rendered. On (B)(6) 2011, the patient was discharged from the hospital and recovered from the peritonitis on an unreported date in 2011. Action taken with dianeal and extraneal were not reported. The consumer did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.